Event description:
The end user alleges, while attempting to transfer into the motorized wheelchair, she accidentally grabbed the joystick causing the unit to move forward. Allegedly, as a result of the incident, the end user fell down and fractured her right leg.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user's physician documented a change in the end user's medical condition and has determined that "in her current state she is not safe to operate her powered wheelchair".